Event description:
Customer success manager contacted technical support on behalf of the customer to report an individual received a false positive result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 31044c, reader sn (B)(6). Repeat cue covid-19 test performed on an unknown date provided a negative result. Individual tested negative with a sars-cov-2 pcr test on an unknown date. No further information provided regarding this false positive result.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.